Manufacturer narrative:
Duplicate report number: (B)(4).

Event description:
It was reported that during implant the cylinder was too large for the patient with an inflatable penile prosthesis (ipp). The ipp cylinder was not implanted and a new ipp cylinder was implanted. Should additional relevant details become available, a supplemental report will be submitted. Further information was provided that this report is a duplicate report number: 2183959-2018-61373.

Event description:
It was reported that during implant the cylinder was too large for the patient with an inflatable penile prosthesis (ipp). The ipp cylinder was not implanted and a new ipp cylinder was implanted. Should additional relevant details become available, a supplemental report will be submitted.